Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there has been an obvious decline in auditory performance since 26 september. Problems of outer devices are excluded and history of head trauma is denied by guardians. Testing indicates implant function is abnormal: all channels are in status of hi, both coupling and integrity are ok.